Event description:
Boston scientific crm received info that during a routine device changeout procedure, there was difficulty removing a lead from the device header. Therefore, the device was cut. It was also noted that afterwards, a wrench was used to push the leads out of the lead port with a wrench and while doing so, some of the lead's insulation was pushed back. No adverse pt effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance lab, the header was separated from the device casing. The back of the header was cut and returned in 2 pieces. The setscrews were stuck in the up position. The inner seal ring assembly was removed to further inspect the inner seal rings. Microscopic visual inspection of the inner seal rings revealed evidence of silicone to silicone bonding. No other device irregularities were noted.